Manufacturer narrative:
The insulin pump failed the displacement test due to the motor encoder signal out of phase. No alarms were noted.

Event description:
The customer called about getting repeated no delivery and other alarms. Troubleshooting was performed and the insulin pump failed the displacement test. The customer was advised to discontinue using the insulin pump and revert to a back-up plan. Nothing further was reported.